Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that on (B)(6) 2020 from 10:11am ¿ 11:35am, there was a propofol overinfusion event. The patient had been receiving a propofol infusion during the duration of a case. Towards the end of the case, the infusion was stopped. Prior to discontinuing the infusion, the patient was noted to be breathing spontaneously, and blood pressure was rising. Two minutes later, the blood pressure was noted to be low (70s/40s) and the patient was noted to go apneic (stopped spontaneously breathing). Positive pressure ventilation was initiated (through a laryngeal mask airway (lma) already in place) and vasopressors were administered to raise the patient's blood pressure. The next blood pressure that cycled was again low, and the patient remained apneic. A few minutes later, while still treating hypotension, the propofol bottle that had previously been stopped was noted to be dripping at a steady rate, and propofol was noticed to continue dripping in the IV tubing, into the patient. The propofol tubing was disconnected from the patient's intravenous catheter, and the propofol was noted to continue to drip from the end of the tubing, despite the fact that it was still stopped on the pump. The pump never alarmed, and as far as a the customer knows, the pump was delivering the appropriate dose during the case. There were multiple people in the room observing the pump, and confirmed that it was stopped, yet still dripping propofol. After the tubing set was disconnected from the patient, the patient's blood pressure slowly began to return to baseline, and spontaneous respirations returned about 20 minutes later. In all, the customer suspects the patient received a 500mg bolus of propofol over a period of 3-4 minutes. The patient was extubated in the case room, and was noted to be back to neurological baseline in the pacu 1 hour later.

Event description:
It was reported that on (B)(6) 2020 from 10:11am¿11:35am, there was a propofol overinfusion event. The patient had been receiving a propofol infusion during the duration of a case. Towards the end of the case, the infusion was stopped. Prior to discontinuing the infusion, the patient was noted to be breathing spontaneously, and blood pressure was rising. Two minutes later, the blood pressure was noted to be low (70s/40s) and the patient was noted to go apneic (stopped spontaneously breathing). Positive pressure ventilation was initiated (through a laryngeal mask airway (lma) already in place) and vasopressors were administered to raise the patient's blood pressure. The next blood pressure that cycled was again low, and the patient remained apneic. A few minutes later, while still treating hypotension, the propofol bottle that had previously been stopped was noted to be dripping at a steady rate, and propofol was noticed to continue dripping in the IV tubing, into the patient. The propofol tubing was disconnected from the patient's intravenous catheter, and the propofol was noted to continue to drip from the end of the tubing, despite the fact that it was still stopped on the pump. The pump never alarmed, and as far as a the customer knows, the pump was delivering the appropriate dose during the case. There were multiple people in the room observing the pump, and confirmed that it was stopped, yet still dripping propofol. After the tubing set was disconnected from the patient, the patient's blood pressure slowly began to return to baseline, and spontaneous respirations returned about 20 minutes later. In all, the customer suspects the patient received a 500mg bolus of propofol over a period of 3-4 minutes. The patient was extubated in the case room, and was noted to be back to neurological baseline in the pacu 1 hour later.

Manufacturer narrative:
Investigation conclusion: the complaint that an infusion of propofol was stopped but was noted to be dripping at a steady rate was not confirmed in the logs or reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the logs from the reported event date had been overwritten due to continuous use. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the device found the pivot latch screw was backed out. A risk assessment associated with a backed out pivot latch screw documented cases where a backed-out pivot latch screw interfering with the adjacent device has been a contributing factor for variable degrees of unregulated flow. Inspection of the pumping mechanism found no anomalies. The device was being used for treatment purposes. The disposable tubing was not returned for investigation. Device inspection: the incident administration set was not returned and could not be inspected. Inspection of lvp sn 14575498: the device was received in fair condition. The instrument seal was missing. Dried fluid was observed on the rear case under the male iui, under the platen retainer pin, under the membrane frame, and on the face of the lower pressure sensor. Dried fluid and corrosion were observed on the right (male) iui and inside the rear case. Discoloration was observed on the membrane and on the bezel frame under the both pressure sensors. The pivot latch screw was observed backed out. Door latch date code: (B)(6) 2016. All parts inspected are manufactured by bd. No anomalies were observed in disassembly of the pumping mechanism. Bezel date code:(B)(6) 2015 root cause analysis: the proximate cause of the customer¿s complaint of an over infusion was believed to be a result of the backed out pivot latch screw resulting in incomplete closure of the door allowing for unintended flow. The root cause of the pivot latch screw backing out was identified as insufficient thread engagement between the screw and the screw hole. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (B)(6) 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.